Manufacturer narrative:
Additional information: h3, h6. H10: the actual device was not available; however, two (2) photographs of the samples were provided for evaluation. A visual inspection with the naked eye noted a cracked main body. The reported condition was verified. The cause of the condition could not be determined; however, the damaged set is consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were longitudinal, small cracks on the light blue main body of a minicap extended life pd transfer set. This was identified during use of the device for peritoneal dialysis therapy. The transfer set was in use eighteen (18) days and was replaced after this event. There was no patient injury or medical intervention associated with this event. No additional information is available.